Event description:
It was reported that during the reprocessing of a bowel grasper instrument, insulation had been damaged. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the insulation was gouged on one side at the distal end and had a .076 x .079 piece missing roughly 4.09 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.